Event description:
On 05/07/1998 the account reported a false negative beta-human chorionic gonadotrophin result, which was run on the axsym analyzer. The result did not match the pt's clinical eval and was questioned by the physician. On 05/09/1998 the sample was retested giving 125,200/118,200 ui/l. No report of injury.